Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The patient experienced tiredness and was extremely sleepy, the parents took a bg reding which was 272 mg/dl and the cgm reading was 120 mg/dl. The parents took the patient to the hospital, and they took a bg reading which was 602 mg/dl and the cgm reading was low. At an unspecified time of the event the patient lost consciousness. The patient was admitted to the ICU for 3 days and treated with IV insulin. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.